Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred during the load sequence. There was no reported adverse impact to the customer related to the reported issue. Although requested, no additional information was provided.